Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an error related to the charging of the internal battery was observed. The device's power management board was replaced to address the issue. In addition of the above evaluation, pollen filter was replaced, air path foam and the inlet air path assembly will be replaced when replacement air path foams and inlet air path assemblies arrive and technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly and software version was checked.